Event description:
Caller alleged discrepant results with the inratio meter compared to the lab during pre-surgery screenings on (B)(6) 2012. Results as follows: pt 1, inratio inr (1.6), lab inr (0.9). The time between testing was less than 5 minutes. Neither pt was taking lovenox, heparin or coumadin. There was no reported adverse pt sequela. There was no add'l info provided.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab during pre-surgery screenings on (B)(6) 2012. Results as follows: pt 2, inratio inr (1.7), lab inr (0.8). The time between testing was less than 5 minutes. Neither pt was taking lovenox, heparin or coumadin. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation pending.